Event description:
It was reported on (B)(6) /2015, that a sign im nail implanted to repair a fractured left femur; was replaced due to a non-union condition found during a follow up visit.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The original implant was replaced with an 10mm x 340mm, standard nail using two proximal screws and two distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. No one can predict a non-union or a failure to heal. Each fracture is unique to the patient and the fracture. Sign fracture care international will continue to monitor these events as part of our post market activities.